Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 no device problem found. Additional device was received for product code d10149, lot shmptj under this file. However, clarification was received that the additional products returned were for reference. Investigation summary: the product was returned to ethicon for evaluation. One representative unopened sample was received for analysis. Product code d10149 which is a control release and requires two strands per packet. Upon initial inspection of the samples, no external damages were observed on the external packet. In order to evaluate the conditions of the returned samples, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. The functional test was performed using instron equipment, and the pull force results met the requirement. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Investigation summary of device from same lot/batch returned from user: the product was returned to ethicon for evaluation. One representative unopened sample was received for analysis. Product code d10149 which is a control release and requires two strands per packet. Upon initial inspection of the samples, no external damages were observed on the external packet. In order to evaluate the conditions of the returned samples, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. The functional test was performed using instron equipment, and the pull force results met the requirement. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During this unknown respiratory surgery, the suture had come off easily. It was a control release needle. The suture was used on intercostal muscle, and the doctor was careful not to hold the swage part of the needle, but the suture was detached when the needle was pulled out from tissue, and the suture could not be used. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received later a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, and the following was received: according to event description 8 devices were involved, however quantity of product involved was reported to be 10. Please confirm the number of devices involved and the issue each device had during this surgery. 8 * please perform and document the follow-up attempt for product return. The device has been received at sukagawa and will be shipped. Related reports: manufacturing report # 2210968-2024-04501 ; 2210968-2024-04502 ;2210968-2024-04503 ; 2210968-2024-04504; 2210968-2024-04505; 2210968-2024-04507.